Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the client reports that the sulus did not staple properly. The staple line was over sewed. Surgery time was extended by more than 30 minutes and additional tissue was resected.